Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. It was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it won't be in contact with the inner section.

Event description:
It was reported that a foreign material was noted. During a pulmonary vein isolation to treat an atrial fibrillation, a farawave was selected for use. During the preparation, while flushing was attempted a non-identified object was noted in the flush port. The catheter was replaced, and procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a foreign material was noted. During a pulmonary vein isolation to treat an atrial fibrillation, a farawave was selected for use. During the preparation, while flushing was attempted a non-identified object was noted in the flush port. The catheter was replaced, and procedure was completed with no patient complications. The device is expected to be returned.